Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2023-25454. It was reported that following implant, it was noted that the patient's surgical wound had not healed well; infection, erosion had occurred with redness swelling and an exudate. The implantable cardioverter defibrillator was exposed. The system was explanted. The patient was stable and was to receive a replacement at a later date following wound healing.

Manufacturer narrative:
Correction: section h6: correction of analysis "investigation conclusion" code - should have been "cause traced to non -device related factors" instead of "no problem detected". Analysis was normal. Anomalies were found.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.